Manufacturer narrative:
Intrinsic therapeutics became aware of both surgical interventions at the same time during the removal surgery where we had a proctor present. After investigating this issue, off label usage has been identified as the primary cause of the post operative complications. The devices are indicated for "...following a primary discectomy procedure...". This was not the primary discectomy at this index level. Improper usage of the device on initial implantation was identified as the primary reason for the residual herniation. The infection that was noted is a hazard of any surgery and no other infections have been reported for this lot of devices. The surgeon leaving the device implanted and no other incidents within this lot leads to the conclusion our device was not responsible for this infection.

Event description:
During a barricaid implant removal on (B)(6) 2023, the following was noted: a. The surgeon performing the removal surgery verbally stated to the proctor that there was a revision surgery dated (B)(6) 2023 to the initial implantation where a residual herniation which was addressed, an infection of serratia was treated, and a leak of cranial spinal fluid was repaired. B. After the patient experienced a complete disc collapse the removal was scheduled for (B)(6) 2023 to make room for an alif, it was also noted that the patient had developed instability due to pars defect.